Event description:
Device malfunction: foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after the device was removed from the artery, it was noted a foot break had occurred. The location of the foot piece is unk. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.